Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 03/24/2017. (B)(4). Additional narrative: it was reported that following insertion the patient experienced vaginal spotting, straining, difficulty urinating, and vaginal dryness.

Event description:
It was reported that following insertion the patient experienced vaginal spotting, straining, difficulty urinating, and vaginal dryness.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency and atrophic vaginitis.

Manufacturer narrative:
It was reported that the patient underwent a suburethral sling release and a cystoscopy on (B)(6) 2013 due to urinary retention possibly due to obstructing sling. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an endometrial biopsy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat stress urinary incontinence concurrently with a hysterectomy. Post implantation the patient experienced pain, recurrence, bleeding, urinary and bowel problems. (B)(4).